Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient received multiple shocks and experienced vomiting, and the lead integrity alert (lia) triggered. The right ventricular (rv) lead exhibited t-wave oversensing (twos) on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.